Manufacturer narrative:
Title: early calcific degeneration of a corevalve transcatheter aortic bioprosthesis citation: european heart journal (2012) 33 (5): 586. (Doi:10.1093/eurheartj/ehr283) authors: sea hing ong, ralf mueller, and stein iversen earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) male patient who underwent implant of a medtronic corevalve (serial number not provided). Five years following the implant, dyspnea and degenerative stenosis with increased gradient of 79 mmhg were noted. Aortic insufficiency was mild. A surgical replacement was performed. Calcification on the explanted valve leaflets was noted on the outflow and inflow surfaces. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.